Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks due to oversensing of noise. Untreated episodes with oversensing of noise were also observed. X-ray imaging showed the s-ICD sitting in a more superior position than during implant. Surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. Additional information provided from the field indicated the patient was actually provided a transvenous system as a replacement and the s-ICD system itself was programmed off and remains in situ. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks due to oversensing of noise. Untreated episodes with oversensing of noise were also observed. X-ray imaging showed the s-ICD sitting in a more superior position than during implant. Surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.